Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was disposed of at the user facility. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) (B)(4)/ serial number (B)(6) and aquabeam handpiece / lot number 22c04150 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults, e22 - motorpack error, release foot pedal and click x., 1) if error persists, reconnect handpiece to motorpack., 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure an "e22 - motorpack error" in addition to an "e50 - console error" were generated by the aquabeam robotic system and were unable to be cleared despite multiple troubleshooting steps taken to address the issue. As a result, the aquabeam handpiece was replaced with a new handpiece unit, and the procedure was successfully completed. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.